Event description:
A blood stain was found in two newly opened needles prior to use by the clinical lab tech on two separate days. A reddish stain was identified on the sleeves of the needle portion that is used to penetrate the rubber cap of the blood collection tube. A sample of this material was prepared on a normal saline wetmount slide and red blood cells were identified.

Manufacturer narrative:
Actual samples were not returned for evaluation. 910 unopned samples were returned from the complaint lot. All samples were evaluated visually. Five pieces were found to have foreign material. Specific identification could not be made, but it was determined none were blood. Customer reported seeing "liquid" blood. Product was 2 1/2 years old, impossible for liquid not to dry in that time if it came from manufacture. Needle was noted to have a perforation at the end indicating probable use. Lot history review indicated no findings of blood or similar contaminate. If using proper osha recommended procedures, needles would be disposed of immediately after use. Recapping would not be allowed. No phlebotomy test recommends recapping or resheating. Please note that this report may be based upon info not yet verified by sherwood david and geck to be complete and accurate. Furthemore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or serious injury or that one of its products had malfunctioned.